Manufacturer narrative:
(B)(4) g2: foreign ¿ australia h6: proposed component code: mechanical (g04) - head . The location of the reported device is unknown; therefore, it will not be returned to zimmer biomet for investigation. Once the investigation has been completed, a supplemental MDR will be submitted.

Event description:
It was reported that the patient underwent a hip revision due to infection. During the procedure, the liner and head were revised. Due diligence is in progress for this complaint; to date no additional information or product has been received.